Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female patient who underwent breast augmentation with an unspecified mentor implant, suffered capsular contracture; baker grade unknown on an unspecified breast side. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2019 with the following devices: (left) 500cc mentor memorygel breast implant catalog: 3505004bc, lot: 6411004, sn: (B)(4) and (right) 500cc mentor memorygel breast implant catalog: 3505004bc, lot: 5994458, sn: (B)(4).